Event description:
It was reported that during a sigmoidectomy procedure, the hand activation would not work. A new device was used to complete the procedure. There was no adverse consequence to the patient.